Event description:
It was reported that the atrial lead had high impedance and undersensing of the p wave. The lead remains in use with no intervention taken. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Atrial threshold last measured on 2013-oct-31 by capture management was 2.375 volts at 0.4 milliseconds. Analysis of the device memory indicated atrial undersensing information. The last measured p-wave amplitude was 0.3 millivolts.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: a3dr01, ipg implanted: 2013-(B)(6). (B)(4).